Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she had 2 incidents with bent infusion set cannulas and elevated blood glucose levels on (B)(6) 2011. Pt stated she never had any issues until yesterday. Pt reported her blood glucose levels were running around 200 mg/dl yesterday. Pt's target blood glucose level is 150 mg/dl. Pt stated she inserted an infusion site on (B)(6) 2011 and decided to remove the site yesterday. Pt reported she discovered the infusion set cannula was bent. Pt stated she inserted a new infusion site and continued to monitor her blood glucose levels but they still were not coming down. Pt reported she removed the infusion site again and it was bent. Pt stated she used a different type of infusion site and her blood glucose levels are okay now. Pt reported she ended up having to give insulin injections to bring down her elevated blood glucose levels when using the infusion sets yesterday. Pt stated there were no issues during preparation or insertion of the infusion set. Pt reported there was no insulin leaking. Pt manually inserts the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.